Event description:
A malfunction alarm was reported without any notable events occurring beforehand. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and the malfunction did not recur following the reset. Customer was advised to continue using the pump and to contact technical support if any further issues arise.